Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that there was a malfunction with pdu. Upon troubleshooting actions, fse identified that the pdu fan tray and pdu main interface module were faulty. The defective pdu fan tray fru and pdu mim (main interface module) fru were returned for analysis and it was concluded that the 24v power supply was defective and the ovpb pcb was missing. Fse replaced the pdu fan tray and the pdu main interface module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not start up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.